Manufacturer narrative:
MDR 1318360-2024-00008 is being filed for nurse #(B)(4), needle stick/puncture report. MDR 1318360-2024-00009 is being filed for nurse #(B)(4), needle stick/puncture report. MDR 1318360-2024-00010 is being filed for nurse #(B)(4), potential needle stick/puncture report. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of 2 needle stick reports involving koru high flo subcutaneous safety needle sets. In both cases, the needle sets had been used on patients. MDR 1318360-2024-00008 is being filed for nurse #(B)(4), needle stick/puncture report. Additional information was received for nurse#(B)(4) on (B)(6)2024 stating the nurse removed the infusion needles from the patient and each needle was snapped shut upon removal (heard the snap). While disposing of the infusion set, one of the needles opened up and the nurse was punctured on the right index finger. The date of occurrence for this event is (B)(6)2024. While teaching the patient the following day ((B)(6)2024), all needle wings audibly snapped shut and one reopened after removal and snapping. A needle stick did not occur in this case. MDR 1318360-2024-00010 is being filed for the second occurrence with nurse #(B)(4). The nurse was wearing ppe (gloves) at the time the events occurred. The nurse followed the company's protocol for reporting, evaluation, etc. No adverse event outcomes were reported to have occurred. The initial reporter did not provide any identifying information for the nurse due to confidentiality. The lot number for the needle set involved in the events was reported as lot n.24e27n. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.